Manufacturer narrative:
Philips received a complaint on the intellivue patient monitor mx450, indicating a " no alarm from the rooms on the monitor. " the device was usage at the time of the event is unknown. No adverse event occurred. A remote service engineer (rse) spoke with the customer and confirmed that bed to bed system is not working on mx450. To resolve the issue, the rse changed the multicast address range. Based on the information available and the testing conducted, the cause of the reported problem was configuration issue. The reported problem was confirmed. The device was operational after repairs were completed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that there was no alarm from the rooms on the monitor. It is unknown if the device was in use at time of event, and there was no adverse event reported.